Event description:
On (B)(6) 2011, pt reported experiencing pain while using the infusion sets. Pt stated it caused so much pain that he went to the emergency room. Pt reported he could feel the needle in this body with every movement. Pt stated he felt ill, had back pain, arm pain and was urinating blood. Pt reported he was admitted to the hosp. Treatment rec'd was not provided. Product was replaced and requested return of the alleged product for eval.